Manufacturer narrative:
The sample was investigated in the complaints laboratory at the maquet (B)(4) site. The visual examination did not identify any abnormalities or damage to the product and was sent to the supplier (baxter) for further tests. Baxter collected the sample on 2017-03-23 and completed their investigation at their (B)(4) site. A device history record check for lot 4-1204-h-01 was performed and no abnormalities were found. Technical support found two short fibers within the device and therefore the failure was confirmed. An internal nonconformity evaluation was performed for this issue and it was identified that this failure should have been sorted out during the process control in the production area. The responsible people in the production area were informed and the production personnel were instructed. The probable root cause was determined to be handling failure in production. There is no information to suggest this is a general lot issue. No systemic issue was identified from the complaint database review but the data, however, will continue to be monitored and if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this, no further investigation or action is warranted at this time and the complaint will be closed. This is the final report.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2016 01:48 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). Maquet cardiopulmonary (B)(4) requested the product back for investigation but has not received it. Investigation is pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
On (B)(6) 2016 01:39 pm (gmt-5:00) added by (B)(6) ((B)(4)): "after priming with saline, the customer started to use the device at the surgery and found the blood leakage on the drainage side. It was not much pressure as it was right after the blood being sent from the pump. The device was replaced with a new one and no problem found after that. No adverse effects on the patient. (B)(4).